Event description:
The patient underwent the index procedure with an endeavor drug-eluting stent implanted in the rca. Approximately 26 months post the index procedure, the patient suffered an ischemic stroke. This was assessed as not related to the device. It was noted that the stroke was caused by a cerebrovascular accident.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).